Event description:
On (B)(6) 2012, rotaflow console (B)(4) at (B)(6) center was powered on and the flow was turned to zero (0), when the unit increased on its own to 5000 rpm. Then the unit displayed a run away message. (B)(4).

Manufacturer narrative:
(B)(4). Service order (B)(4) was generated for this event. The maquet field service technician determined that the control board caused the rotaflow drive to increase to 5000 rpms. The control board was replaced. (B)(4).